Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl with ketones. Customer went to the emergency room (ER) to address bg; bg was treated with intravenous fluids. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Reportedly, the customer left the ER later in the day with bg of 437 mg/dl and feeling "normal".